Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to grasp leaflets and difficult to remove from anatomy were unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficult clip removal and tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and tethered posterior leaflet. An xtw clip was inserted and advanced and grasping was performed at a2/p2. However, the leaflets were unable to be grasped. Therefore the clip was repositioned medially. The leaflets were still unable to be grasped; therefore, the physician decided to retract the clip into the left atrium (la). While doing so, resistance was felt. It was then observed chordae was attached to the clip. The clip was removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.